Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
It was reported that patient enrolled in a clinical study and underwent a left partial knee arthroplasty on (B)(6) 2008. Subsequently, a manipulation procedure was performed on (B)(6) 2009 due to stiffness and swelling.patient's medical records indicate that post op flexion was 130 degrees and post op extension was 0 degrees.